Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log file showed 240 events spanning approximately 23 days (18dec2018 ¿ 10jan2019 per time stamp). On 26dec2018 at 01:05 the no external power alarm activated while connected to the mpu due to both white and black lead rsoc voltage levels dropping down to ~3-6v. The alarm cleared shortly after and returned to the expected 12.5v. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional provided information indicated that there was no confirmation of whether the log file belonged to this patient. It is unknown whether the home lost power, if the mpu has a v-lock, or if the ac power cord came loose. A root cause for the no external power alarm was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested, but was not provided, therefore the manufacture date is unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Technical services reviewed the submitted log files, and no external power alarm occurred while mobile power unit was utilized. Additional information was requested, but was not provided.